Event description:
Subsequent to filing of initial medwatch report additional information received: according to the vascular surgeon "there was a tough tissue change that was not noticeable from the outside. The vessel was very soft."

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the withdrawal of the device against resistance. Per the instructions for use- precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure system was not returned; only the sheath containing part of the guide was returned. The reported cuff miss and difficult to remove the closure device could not be confirmed. The reported detachment was confirmed. Based on a visual and functional inspection of the returned device component, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty to treat a lesion in the right tibial artery. Reportedly, when the plunger was retracted, only the blue rail suture was present. The suture was cut. The foot was parked. The proglide device could not be withdrawn without resistance. By trying to withdraw the proglide device piece by piece, the distal sheath broke off. The patient was taken to surgery for removal of the proglide device. Hemostasis was achieved surgically. The physician is reportedly trained in the use of the proglide device. No additional information was provided.